Event description:
A hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, weight unknown) in 2007. According to the complainant, during the procedure, a portion of the dream tip separated from the wire and the tip was successfully retrived from the bile duct. No patient complications were reported as a result of this event.

Manufacturer narrative:
Removal of foreign body.. No impact or consequences to the patient. . Component detached. A visual evaluation of the returned device revealed, that the teflon sleeve and the hydrophilic coating was partially sliced off, exposing the core wire at approximately 5.3 cm to 11.2 cm from the dream end. Further examination under microscope at 30x magnification of the hydrophilic coating and the teflon sleeve showed smooth cut surfaces, suggesting that the guide wire probably made contact with a sharp object during the withdrawal of the unit, resulting in a partial detachment of the hydrophilic coating as well as the teflon sleeve. Directions for use (dfu) states do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of the guidewire. Based on the investigation conducted, the most probable cause appears to be related to the use of a sharp object during the procedure which compromised the integrity of the hydrophilic coating (dream end) as well as the teflon sleeve.